Manufacturer narrative:
Based on the information provided, the cause of the reported complication cannot be determined. The vse instrument used during this event has been received and failure analysis investigations are complete. The reported issue(s) could not be replicated. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with a full range of motion in all directions. The grips opened and closed properly. The electrical continuity test was performed and passed. Energy was delivered without any issues and the instrument passed the cut test. The knife slot measured at 0.027 and the jaw gap verification passed at 0.006. The grip force test was performed and passed on all orientations. No errors occurred during in-house testing. Upon visual inspection, there was no blade exposed outside of the blade garage and jaw ceramic dots were present. There were no damaged or broken cables observed. No damage was found. A review of logs showed no failures. There was no problem detected. A follow-up MDR will be submitted if additional information is obtained. The reported issue was addressed with phone support. The isi field service engineer (fse) contacted the site isi clinical sales representative. The csr said they spoke to the surgeon of this procedure and determined that this event was possibly due to use error. No site visit was conducted. The system was working properly and no additional action was required. The vse logs for this event were reviewed by an isi failure analysis engineer (fae): per the fae, the vse instrument (part #480422-01; lot #l91211107-0109) was used first during this procedure. The logs show instances of high initial starting impedance during the use of this instrument during the procedure. These message can occur if the tissue is desiccated, which may suggest the surgeon is using a technique similar to banding or is sealing multiple times over the same area, which may result in more sticking and carbonized tissue remaining on the jaws. The vse instruments and accessories user manual provides the following warning/caution: "warning: if the jaws are contaminated by carbonized tissue prior to sealing, insufficient sealing and tissue sticking can occur. Ensure that the jaws are clean during use." "Caution: repeated sealing application may cause the jaws to stick to the tissue." A system log review was performed for this procedure: no relevant errors were observed during this procedure. This event is being reported due to the following conclusion: during a da vinci-assisted sigmoid colectomy surgical procedure, the vse instrument insufficiently sealed unspecified tissue. As a result, the surgeon used a backup vse instrument and completed the procedure robotically. At this time, the cause of the customer reported failure mode is unknown. The vse instrument used during the event was returned, evaluated, and no problem was found.

Event description:
It was reported that during a da vinci-assisted sigmoid colectomy surgical procedure, the wire on the vessel sealer extend (vse) was crooked and the instrument would not seal correctly. According to the initial reporter, there was insufficient sealing and low energy. A backup instrument of the same kind was used. The procedure was completed robotically. Intuitive surgical, inc. (Isi) performed multiple follow-up attempts to obtain additional information. However, as of the date of this report, no further details have been received.